Event description:
Tremors, palpitations, brain; medical device - mcghan biocell textured saline breast implants - breast implant illness. Brain lesion, tremors, sleeping and breathing disorders, arthritis, inflammation, fatigue, b-12 deficiency, no longer can be processed through my stomach, brain fog, heart palpitations, chest pains, high blood pressure, blurred vision, flulike symptoms, muscle aches and pains in upper body. Lack of energy, exhaustion, clicking in my jaw and neck, depression, anxiety, headaches and now since FDA recall knowing I am at a tremendous risk for developing cancer. FDA safety report ID # (B)(4).